Event description:
The following has been reported to hamilton medical ag on february 13th 2024 it was reported that o2 mixer failed to recognize source and failed calibration checks. Device alarms with "oxygen supply failed" no device logs were provided with this complaint. No interruption of ventilation or medical intervention was reported. This record contains no information of patient involvement. The state of ventilator when the issue was identified is unknown. Neither harm to patient, user or third party nor a treatment delay was reported. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As an immediate correction, replacement with a new mixer was performed. According to preliminary analysis, potential root cause could be related to: hpo gas supply out of specs or not available. Defective proportional valve (mixer assembly). Defective qo2 flow sensor (mixer assembly). Defective driver board (driver stage).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on february 13th 2024. It was reported that o2 mixer failed to recognize source and failed calibration checks. Device alarms with "oxygen supply failed" no device logs were provided with this complaint. No interruption of ventilation or medical intervention was reported. This record contains no information of patient involvement. The state of ventilator when the issue was identified is unknown. Neither harm to patient, user or third party nor a treatment delay was reported. No indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party. As an immediate correction, replacement with a new mixer was performed. According to preliminary analysis, potential root cause could be related to: hpo gas supply out of specs or not available, defective proportional valve (mixer assembly), defective qo2 flow sensor (mixer assembly), defective driver board (driver stage).